Event description:
It was reported that the device displayed "channel error" at the time of the event. Nursing staff member reported that the channel error occurred while pump infusing nacl (sodium chloride) at 999ml/hr. "Pre meds in a syringe" was attached to the port above the pump and nurse manually kinked off set to the nacl bag. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the system alarming channel error was confirmed through a review of the device logs but the channel error was not replicated during testing. A review of the device error logs showed that on (B)(6) 2024 at 1:33:30 pm suspect pump module s/n (B)(6) presented an error code 240.4150.0 (fatal severity; bottle side pressure sensor failure). A review of the device event logs showed that on (B)(6) 2024 at 1:27:09 pm suspect pump module s/n (B)(6) was selected for programming: basic infusion; rate=288 ml/h; volume to be infused (vtbi)=50ml. At 1:33:30 pm the infusion was interrupted by a bottle side pressure sensor failure on the suspect pump. Primary volume infused (pvi) was recorded as 29.2 ml. At 1:33:45 pm the user channeled off the unit and powered it on back again. At 1:41:02 pm the unit was removed. Pressure sensor malfunction product analysis procedure performed on the suspect pump module showed the device to be working within specification. An external and internal inspection of the suspect pump module exhibited the following: no obvious issues or anomalies were observed with the returned device. All components inspected were manufactured by bd. The bd alaris system channel error tip sheet has information regarding instructions on how to deal and troubleshoot channel malfunctions. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. To silence the alarm and continue unaffected channel operation, press the confirm soft key; operation of the affected channel will be stopped. The bd alaris user manual (v9.33) states a warning to the user regarding IV pushes: do not administer IV pushes through y-sites above pump. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was opened during the investigation, please ensure proper assembly and torque screws as required. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings, third-party parts or physically abused components. Root cause: the probable cause of the report the device presenting a channel error is likely attributed to an IV push through the y-site above the pump module, if the push is aggressive and done below the check valve it could result in a high pressure potentially detected at the upper pressure sensor. The device was thoroughly tested and was found to be operating within specification. Note that imdrf annex a1801, c0601, d15 and g04088 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device displayed "channel error" at the time of the event. Nursing staff member reported that the channel error occurred while pump infusing nacl (sodium chloride) at 999ml/hr. "Pre meds in a syringe" was attached to the port above the pump and nurse manually kinked off set to the nacl bag. There was patient involvement but no harm.